Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the stimulation turned off. It was unknown if there were any contributing factors. Due to the possession of the patient programmer (pp), synchronization was performed, and guidance was provided to check battery level. Since the stimulation was off, it was turned on. It was mentioned that the stimulation device is used because movement worsens when parkinson's symptoms appear, and today, due to poor movement, efforts were made to charge the stimulation device diligently. The battery level was at 100%. It was communicated that while it is unlikely for the stimulation to turn off on its own, it cannot be completely ruled out that it may turn off due to external electromagnetic interference or other influences. The individual mentioned that they do not operate it themselves, making it unlikely that they turned it off. There was a possibility that poor movement was due to the stimulation being off. They also inquired about how much movement would improve by turning the stimulation on. It was conveyed that there is individual variation in symptom relief. It was unknown if the issue resolved.